Manufacturer narrative:
Samples are drawn in 7 ml pst tubes and prepared according to the tube manufacturer's instructions. Prior to the event, ion selective electrode (ise) system was calibrated and qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse found the ise reference damper empty and pulling air. The damper was filled and primed. Air bubbles were found in the ratio pump, and ratio pump o-rings were replaced. Crystallized fluid was found under the waste pinch valve, and it was cleaned. Repairs were verified by precision and qc results. A clear root cause for this event was not identified. A malfunction will be assumed for the purpose of this report.

Event description:
Intermittently high potassium (k) results have been generated by the synchron cx9 alx instrument on several patient samples. The results were not believed and were re-tested. Upon repeat, the results were lower, believed and reported out of the lab. Customer provided an example; the initial k result was 6.2 mmol/l, and 4.0 mmol/l upon repeat. The erroneous results were not reported out of the lab, and there was no affect to patient treatment.